Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, noise on the atrial lead was observed. Upon reviewing the session records, auto mode switching episodes were noted and lead noise was confirmed. Lead replacement was recommended. There was no resolution at this time. Patient will continue to be monitored.